Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pl79, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the lead was not giving the patient enough efficacy. As a result of what was reported, the system was explanted. No environ mental/external/patient factors were known that may have led or contributed to the issue. No device issue was reported and no further patient complications have been reported as a result of this event.